Event description:
It was reported that a patient underwent generator removal due to an infection. The generator had been implanted since 1999. A review of the device history record of the implanted generator was performed and verified that the generator had been sterilized per manufacturing specifications prior to release for distribution.